Event description:
Procedure: low anterior resection. Reportedly, the sealing completion tone was heard so the tissue was cut. Bleeding occurred as a result of inadequate sealing. Another piece was used to complete the procedure.